Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Despite efforts to troubleshoot by using different wall outlets and cables, the issue persisted, and a replacement pump was arranged. The customer planned to use insulin pens as a backup therapy until the replacement arrived.